Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported neurologic dysfunction as well as a direct correlation to heartmate 3 lvas could not be conclusively determined through this evaluation. The account communicated that the patient presented to the ER on (B)(6) 2017 with left-sided weakness. The patient reported having intermittent difficulty controlling his left upper and left lower extremities for the past two to three days. The patient was also noted to have intermittent left eye diplopia as well as seizure-like activity. The patient¿s last head CT was negative. The patient was treated with anticonvulsant medication and was admitted to columbia presbyterian hospital. Per neurology, there was concern for right parietal seizures. The patient was also still reportedly at risk for cardioembolic infarcts. The head CT was reviewed again and a possible right frontal hypodensity was observed. A head cta and egg were ordered. The event reportedly resolved on (B)(6) 2017. Additional information was requested, but not provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2017, the patient presented to his local emergency room (ER) with left sided weakness, per patient, over the past "two to three days" has been having intermittent difficulty controlling his left upper extremity. The patient had intermittent left eye diplopia. At the hospital patient was noted to have seizure like activity: clenching of fist and turning of left hand and arm with decreased coordination lasting head CT was negative. The hospital providers spoke with the neurologist, who recommended keppra load which was given with subsequent transfer to the ER. The patient was admitted to stepdown for further evaluation. Per neurologist consult there was concern for right parietal seizures. The patient was still at risk for cardioembolic infarcts given atrial fibrillation. The CT shows a possible right frontal hypodensity, however it was expected to look a little better demarcated if the sentinel eve cta head ordered and egg after cta. Additional information was requested but not provided.